Event description:
Pt was moved from the operating table and the clamp broke extending the procedure by 20 minutes.

Manufacturer narrative:
Examination of the two submitted clamps confirmed one clamp is fractured and one clamp is cracked. The investigation could not draw any conclusions about the root cause of the breakage; however, provided info stated the pt was being moved from the operating table when the clamps broke suggesting the breakage was due to handling. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.